Event description:
It was reported the colonovideoscope experienced image whiteout and error 315 during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields- d8, h2, h6, h11. Corrected fields- e3 - occupation. This supplemental report is being submitted to provide the correction and results of the final investigation. The device was returned to olympus for inspection and the reported failure e315(incompatible scope) and whiteout was confirmed, however issue related to unable to recognize the endoscope was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the e315(incompatible scope) occurred due to moisture adhered to the connector¿s printed circuit board as a result of water invasion, the whiteout issue occurred due to damaged image sensor unit. However, no presumable cause for the issue related to unable to recognize the endoscope could be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.